Event description:
Pt is rounded in the abdomen and the body rolls on the device. Pt stays in a fetal position. Dr has the device placed higher up on the stomach near the breast. Reporter stated the device is working fine, but the pt's position causes pressure on the skin disk and this caused a skin ulceration. Pt was treated with a prescription drug. One pt involved.